Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was brought in for troubleshooting and the sensing vector was reprogrammed. The s-ICD remains in service and no additional adverse effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.